Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. There was no report of serious patient harm or injury. During the evaluation of the device, customer complaint was confirmed. The third-party service center visually inspected the internal part of the device and found evidence of foam particles or degradation. In addition, the device was scrapped.